Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported that the suture is shorter. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/22/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please provide lot number. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). The following information was reported: did the event occur during sterile processing? Unknown, did the event occur during field inspection? Unknown, did the event occur during internal service activities such as calibration? Unknown, patient status/ outcome / consequences : no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study : unknown. H3 investigational summary: the product was returned to ethicon for evaluation. The product received revealed that it was received, one detached needle and one suture outside their packaging that pertained to product code y605h. Upon visual assessment of the winding former, it was noted that the suture could not be dispensed since has began with the degradation process. This condition causes the needle to be detached from the suture and the suture to be shorter. This product code contains an absorbable suture and as the sample was received open, the functional test could not be performed due to undetermined exposure time to the environment. The foil packet was visually inspected; wrinkles and a hole in the cavity were observed due to storage or handling. Per the condition of the returned sample, the functional test could not be performed. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.